Event description:
It was reported that during interrogation it was noted that noise with high ventricular rate episodes was observed on the right ventricular (rv) lead. Electrocardiograms revealed high frequency artifacts that were not electromagnetic interference (emi). The rv lead's sensing amplitude in bipolar mode also dropped significantly. The rv lead was capped (B)(6) 2022 and replaced. There were no patient consequences.